Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 79 mg/dl. The customer states that after receiving a new shipment of reservoir, she began to experience the high blood glucose and air bubbles. She states there are two large air bubbles currently in her the middle of the tubing. The customer states the pump was not rewound with the reservoir in place. Troubleshooting was not completed and it is unknown if the doe the air bubbles were purged out.